Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer stated that there was an issue with the sensor and infusion set. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was unknown. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. Advised that a replacement infusion set would be set. Nothing further reported.